Manufacturer narrative:
(B)(4). No sample has been received for this complaint. If any additional information becomes available a follow up emdr will be submitted.

Event description:
The customer reported "on (B)(6) I was drawing a blood gas. When I placed the syringe in the orange stopper, the sharp came back out with it. I found this odd and simply disconnected the needle and placed it back in the stopper. I didn't think much of it and thought it was probably an isolated incident. The kits are missing the sur lock."

Manufacturer narrative:
(B)(4). No sample was received for evaluation. However based on similar complaints the part number 070-2080305 (locking clasp) was missing on the assembly instructions when the device history record was reviewed, therefore the issue reported was confirmed. To correct this issue going forward, the list for assembly was updated to include this component. In addition, a visual aid was implemented to help production personnel when assembling this product. (B)(4).